Manufacturer narrative:
This supplemental was filled to provide additional information on this case. The reason for the attempt was that physician requested a shorter lead and the lead was replaced. This lead did not exhibit any malfunctions. No evaluation is necessary.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to product performance issues, but additional information received revealed that the reason for the attempt was that the physician needed a shorter lead. The lead was replaced and the situation was solved. No adverse patient effects were reported.

Manufacturer narrative:
Product was returned. At this point, product analysis has not yet been performed for this device.

Event description:
It was reported that this right ventricular (rv) lead was attempted due to unknown product performance issues. The lead was replaced and the issue was solved. No adverse patient effects were reported. At this time, the cause of the malfunction is unknown. The lead was returned and it is waiting for analysis.